Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with the implantable cardioverter defibrillator exhibiting back-up vvi. It was confirmed that the back-up was due to a firmware issue. A device download was performed, successfully restoring normal device function. The patient was asymptomatic to the back-up vvi.